Event description:
It was reported that the patient visited the emergency room with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels read ¿high¿ (27.8 mmol/l) (500 mg/dl) while wearing the pod between 25 and 36 hours. The pod fell off the infusion site (leg), causing the cannula to dislodge. Patient went to kingston hospital where they received short acting insulin injections for treatment. The patient was released after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.